Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called to report that after receiving the new battery cap, the insulin pump continued to have battery longevity problems. The customer also reported that the belt clip slot was broken. The customer's blood glucose reading was unknown. The caller was advised that the device would be replaced. No further details were provided.

Manufacturer narrative:
The pump was returned for low battery alarms. The detailed trace analysis confirmed the low battery alarms and error 25 was triggered when the back up battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The detailed trace confirmed that the root cause was the non-sleep anomaly software error. However, no failed battery test or replace battery now alarms were noted. The pump was received with a broken belt clip rail. The pump was received with minor scratches on the lcd window and case.